Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the user experienced an unknown low blood glucose that required ems services. The user alleged the insulin pump was possibly over delivering insulin and inquired about any recalls on the pump. The insulin pump will not be returned for analysis.